Manufacturer narrative:
The aso was received in the lab and was decontaminated. It was grossly and microscopically examined and no anomalies were found. The aso met dimensional specifications when measured with a calibrated caliper. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the reported event remains unknown.

Event description:
A patient implanted with a 16mm amplatzer septal occluder (aso) lost her p wave during the procedure so the aso, still attached to the delivery cable, was removed to ensure the anomaly was not device-related. Another 16mm aso was attempted with the same result and was removed while still attached to the delivery cable. The patient was given atropine to restore normal rhythm and the procedure was aborted. The patient was referred for surgical closure of the defect.